Manufacturer narrative:
The device was disposed of and will not be returned for evaluation; therefore, a technical product analysis of the device could not be completed. The device was not returned for a technical analysis and the investigation did not reveal any potential manufacturing issues, therefore, the root cause could not be definitively determined.

Event description:
It was reported that the patient was frequently charging the ipg. The physician replaced the patients ipg. The patient was doing well postoperatively. Ipg was discarded by the medical facility.